Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. No excessive no delivery alarm noted. The insulin pump passed self-test, unexpected restart test and all operating current measurement were normal. The blood glucose meter communicated with pump and the all data was registered properly in pump history screen. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked on battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and that the alarms continued after changing the sets, sites and reservoirs. The blood glucose reading was 500 mg/dl. The customer treated with the insulin pump. The insulin pump passed the high pressure test. The customer did not feel comfortable with the insulin pump and requested a replacement. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.